Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller states that when you engage the head end brakes, the green plunger goes down, but does not engage the brakes. So the bed is still on the ground and is mobile.